Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure of the chronic, totally occluded, right coronary artery (rca) the pilot guide wire was advanced but became caught in the anatomy and could not cross the lesion. It was noted the device became separated into two pieces; the wire fragment remains in the anatomy and could not be retrieved. There was no reported adverse patient sequela and the patient was reported as doing well and expected to be discharged. No additional information was provided.